Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range shock impedance measurements of 18 ohms during defibrillation threshold (dft) testing at implant. The delivered shock was reported to have successfully converted the patient. Boston scientific technical services (ts) discussed assessing the system placement and discussed the concern of potential conversion difficulty with a low value shock impedance. The physician noted that the system placement was appropriate and indicated that the patient was very thin and lacked body fat. The physician felt the low impedance measurements were related to the thin stature of the patient and opted to leave the system implanted and continue monitoring since shock therapy was able to convert the patient. No adverse patient effects were reported. This product remains implanted and in service.